Manufacturer narrative:
The investigation for the low pump flow and the gastric bleed have been completed. Clinical details stated that the complication was managed with red blood cell infusions and an embolization of the gastric artery. There is no mention of excessive force or patient anatomy issues during access. Data logs are not relevant to the investigation and the product was not returned for investigation. Due to the lack of clinical information provided and product not being returned, the root cause of the gastric bleeding could not be determined. Data logs were investigated for the low pump flow issue and the suction alarms were confirmed. On the day of the reported complication, the pump was running on p3 and achieving mean flows of approximately1.4 liters per minute (l/min) (specification for that p level is 1.6-2.3 l/min). Additionally, placement signal was noisy at the time. There were no motor current spikes leading up to the suction alarms, nor positioning issues. When looking at the first day of support, the pump was achieving normal flows at p7 for roughly 2 hours, then flows stopped meeting the specification for the p level the pump was running at and many suction alarms began to trigger. When looking at the entire case, it can be seen that the placement signal becomes increasingly noisy. A trend downward in placement signal can also be seen throughout the case, but the p level the pump is running at is also generally decreasing throughout the case, and these two things are correlated. Therefore, the trend downward could not be attributed to a decreasing patient condition solely from the data logs, but the hemodynamic values provided in the clinical details do support it. Based on clinical details provided and data logs, the root cause of the low pump flow was determined to be patient condition. D.4 expiration date and UDI were revised as they were previously reported incorrectly on the initial manufacturer device report number.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was on impella cp support. While on support, suction alarms were present. Patient was given one unit of red blood cells (rbc's). The patient also had gastrointestinal (gi) bleeding which the team does not attribute to the impella. The patient was given six units of rbcs. The gi bleed continued and as result the patient was not on any anticoagulation. Explant is planned and the patient continued to receive blood products. The patient's outcome is unknown.